Event description:
It was reported that during preparation for a peripheral percutaneous intervention, a cutting balloon separated. The target lesion was located in the superficial femoral artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, upon unpacking the device and removing the balloon protector, it was noted that the device separated without resistance at the guide wire port 24 cm from the distal tip of the cutting balloon. No part of the device was left in the patient's body as this occured outside the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during preparation for a peripheral percutaneous intervention, a cutting balloon separated. The target lesion was located in the superficial femoral artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, upon unpacking the device and removing the balloon protector, it was noted that the device separated without resistance at the guide wire port 24 cm from the distal tip of the cutting balloon. No part of the device was left in the patient's body as this occured outside the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was returned in two sections as a result of a break 25cm from the catheter tip. Stretching was present at the break site also. A pinch mark was present 18.2cm from the catheter tip. The damage noted on this catheter is evidence of excessive force used during attempts to remove the balloon protector during preparation. The balloon protector cap was returned separately. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).